Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. Based on the information obtained, the root cause of the reported event has been determined to be inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The corrected suspect product has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
This complaint is in reference to the alcon product unknown contact lens. Consumer reported via email it was stated that consumer was a contact lens wearer and recently afforded a 10 pack of alcon colored prescription lenses. Placed lens in eye and it seemed to be folded so took it out and it literally fell to pieces in consumer eye. Few weeks ago, diagnosis confirmed that it was a piece of torn lens green in color that has caused corneal ulcer and further the loss of most of the sight in left eye. The current status of the consumer's eye is not known at the time of this report. Additional info has been requested but not yet available.

Event description:
This complaint is in reference to the alcon product unknown contact lens. Consumer reported via email, that consumer was a contact lens wearer and recently afforded a 10 pack of alcon colored prescription lenses. Placed lens in eye and it seemed to be folded so took it out and it literally fell to pieces in consumer eye. Few weeks ago, diagnosis confirmed that it was a piece of torn lens green in color that has caused corneal ulcer and further the loss of most of the sight in left eye. The current status of the consumer's eye is not known at the time of this report. Additional info has been requested but not yet available.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).